Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5076-45 implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary #I(B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient believed that the pacemaker device was old when implanted. The patient complained that the device did not last longer with very little pacing it provided. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.